Event description:
It was reported that during a da vinci-assisted malignant mastectomy procedure, the monopolar curved scissors (mcs) instruments tips did not respond to console commands and failed to open. The mcs instrument and mcs tip accessory were replaced; however, the issue recurred with multiple replacements. Additionally, the rubber tip of the mcs instrument was observed to have detached. A fragment fell inside the patient but was retrieved during the same procedure. Due to the issue, the procedure was converted to traditional laparoscopic surgery and then eventually converted to open surgery.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation. A number of images provided by the customer were reviewed. In one image, a mcs tip accessory was detached from the mcs instrument. The alignment of the retaining mcs tip and mcs instrument tube adapter stripes suggested the mcs tip accessory may have been under-rotated or unlocked. Multiple images showed abrasions and damage to the mcs instrument tube adapter, including broken/fractured tube adapters on two mcs instruments. One image showed separation of the mcs instrument from the retaining mcs tip accessory. Return and evaluation of the devices are required to confirm the extent of component damage. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-32008 for MDR submission of the case being converted to open surgery.